Manufacturer narrative:
No frozen screen, audio or beep anomaly or button error alarm noted. Device time or clock moved. All buttons functioning properly. No moisture or damage or unlocked lcd keypad connector during visual inspection noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected watchdog timeout alarm noted during testing. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring watchdog timeout alarm that was not resolved from previous troubleshooting. Self-test was not possible as the buttons were not working and the display was frozen. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.